Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that their programming wand was not functioning properly, and the reset lights would not come on even after replacing the 9-volt battery. The manufacturer is awaiting the return of the products for analysis.